Event description:
It was reported that the ilet device was on a charger when it was accidentally dropped after a cat ran by, resulting in a cracked screen and the device becoming unusable. Symptoms included no reported clinical effects. Outcomes included no reported impact to health and no alerts or alarms. Investigation included a review of the event details and product education provided to the user regarding the exchange process. Investigation of this case revealed device damage consistent with physical impact to the display assembly, with a broken or cracked screen that prevented use. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to accidental drop.